Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the physician could not interrogate the device. The device was explanted. Patient was in good condition.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to a depleted battery. Bench testing revealed a high current drain by a component on the hybrid circuitry. This would account for the depleted battery.